Event description:
There was a reported issue with incorrect time and date settings on a pump, which were causing discrepancies greater than five minutes. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extreme levels. The customer was assisted by technical support to update pump time and date and was advised to monitor for any future discrepancies. The caller understood and acknowledged the guidance provided. No additional information was received regarding the outcome of the event.